Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a merlin alert for non sustained rv oversensing due to post sensed t wave oversensing. The device was reprogrammed.

Event description:
New information received states that post sensed t wave oversensing was still being observed. Programming changes were made. The patient was okay.